Event description:
A healthcare facility in australia reported that the iw990aea infant warmer wallmount nonsrvo aea is showing error code 17. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: the iw990aea wall mount infant warmer is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971441. Method: the complaint device iw990aea wall mount infant warmer was not received at fisher & paykel healthcare (f&p). Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Result: the healthcare facility reported that the iw990aea wall mount infant warmer was showing error code 17. Conclusion: the reported event could have caused due to either harness degradation or the element being a open circuit. The user manual for the iw990 infant warmer states the following: "ensure all warmer parts and accessories are checked before returning the device to service." "Caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Manufacturer narrative:
(B)(6). Section g4: the iw990aea wall mount infant warmer is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971441. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported that the iw990aea infant warmer wallmount nonsrvo aea is showing error code 17. There was no reported patient involvement.